Event description:
The user received discrepant total bilirubin results for two pt samples for two days in 2009. Sample 1 initial result was 2.43 mg per dl. Sample 2 initial result was 2.29 mg per dl. The initial results were reported out. After the doctor ordered repeat testing, the user performed calibration and qc, which both passed and then performed the repeat testing. The repeat result for sample 1 was 0.59 mg per dl. The repeat result of sample 2 was 1.10 mg per dl. No treatment was based on the original results.

Manufacturer narrative:
It was discovered the user had the incorrect calibrator setpoint for the total bilirubin application, which was corrected by the user. Both the initial and repeat testing was performed on the same incorrect setpoint. The field service rep could not determine a cause and was not able to duplicate the issue. He replaced the tip for dosage syringe b because it was due to be changed. He performed a check test before and after the syringe change with all result acceptable. He also performed a precision using the pt sample in question with acceptable results.